Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-13685. It was reported that the patient developed an infection and presented to the hospital. A transesophageal echocardiograph (tee) was performed which showed vegetation on the right ventricular lead. The entire pacemaker system was then explanted successfully. There were no complications from the procedure.

Event description:
New information received notes that the patient's condition was stable.

Manufacturer narrative:
Correction: section a4 ¿ should have been "74 kilograms" rather than "173 pounds".

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.